Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that 7 vials were positive at the same time in drawer b rack b. A bd technical specialist waited for equipment event logs and graphics. Review of the device history record not required due to age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.